Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since sometime (B)(6) 2016 they believe they are experiencing a loss of therapy. They are not sure because they are feeling stimulation, but have no symptom relief. The patient saw their healthcare provider (hcp) and provided a urine sample which showed it contained bacteria. They have been taking medication for it and only have three pills left, but medication is not helping. There are no falls, trauma, or emi that are related to this issue. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.